Event description:
It was reported that the patient with this pacemaker experienced a near syncopal episode while mowing the lawn in the heat. The non-boston scientific right ventricular (rv) lead exhibited noise which led to pacing inhibition. Further patient's evaluation was recommended. No additional adverse patient effects were reported. This pacemaker remains in service.